Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2009 (B) (4).

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Customer utilized strip lot 214530. Inratio precision data provided by end-user lot: date: (B) (6) 2009 (B) (4).. Since 77.79% cv is more than 20%, the precision test failed the criteria for precision. Add'l strip test will be required on lot# 214530. Meter was returned on 11/11/2009. Investigation pending.